Manufacturer narrative:
The instrument was performing within quality control specifications. Controls were run before and after the incident and recovered within specifications. Service was not dispatched for this event. Root cause is unknown. Per product labeling, instrument generated flags alert the operator to further review the sample. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-00976.

Event description:
Customer reported erroneous high basophil% differential test results were obtained for one patient sample when using the coulter lh 750 hematology analyzer. There were instrument generated flags for blast cells and cellular interference with the test results. There were also customer defined basophilia flags. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for this sample tested on two different analyzers.